Event description:
It was reported to the aci sales professional on (B)(6) 2011 that a female patient with a history of rheumatoid arthritis (ra) and a myocardial infarction (mi) in 2009 underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. It was reported that a femoral angiogram taken pre-procedure revealed 'clean' arteries. There was no report of complication during the procedure. A radiology technologist (rt) trained to the use of the mynx, used the device for femoral artery closure. There was no report of complication during the closure and it was reported that hemostasis was successfully achieved with the mynx. At 2-3 days post procedure (exact date unknown), the patient presented to a hospital other than where the original catheterization procedure was performed, complaining of leg pain. The patient was diagnosed with a deep vein thrombosis (dvt) and treated; however, the leg pain persisted. An angiogram of the right leg was taken on (B)(6) 2011 which revealed a complete shutdown of the common femoral artery (cfa). The patient was referred to another hospital on the same day ((B)(6) 2011) where a cut down was performed at the right cfa and a fogarty balloon was used to perform a thrombectomy anterior and posterior to the cfa. Pieces of clot, also referred to in the surgery report as fibrin, were removed and sent to pathology. A fasciotomy was also performed below the knee. No information was provided regarding the patient's status post procedure. No information was provided regarding the duration of the patient's hospital stay. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1106904) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.